Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the fiber tip exhibited severe devitrification at the output window. Microscopic inspection identified that the glass cap was rotating independently of the metal cap, suggesting glue failure. The fiber tip exhibited severe debris adhesion on its surface, indicative of prolong tissue contact. Functional testing to verify the forward firing output rate showed that it was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the alleged forward firing. It is probable that the debris adhesion found on the surface of fiber tip contributed to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glue failure. Based on analysis results, the interaction between the user and device, caused or contributed to the observed fiber tip damage. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage.

Event description:
It was reported that the during a photo-selective vaporization procedure, the fiber began forward firing after eight-minutes and 47,334 joules expended. The fiber was replaced, and the procedure was completed without patient complications.

Event description:
It was reported that the during a photo-selective vaporization procedure, the fiber began forward firing after eight-minutes and 47,334 joules expended. The fiber was replaced, and the procedure was completed without patient complications.